Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1m19x, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1m19x, ubd: (B)(4) 2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a lead migration and ¿things weren¿t in the right place¿. The patient reported that a revision occurred a week before the report. On a second call the patient reported that they weren¿t getting therapeutic benefit, so they went to their healthcare provider and had an x-ray taken. It was noticed that the lead was not in the correct location or had possibly moved. It was reported that the lead was replaced. No further complications were reported.